Event description:
A peritoneal dialysis pt reported dialysis solution leaked out of the cassette and into the cycler. Fluid leaked inside the cassette compartment area. The pd nurse stated that the pt developed peritonitis due to the leak on (B)(6) 2014. The onset of peritonitis was (B)(6) 2014. The pt's effluent was cloudy. The pt was not hospitalized. The pt's lab results reported (B)(6) negative in the abdominal fluids. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed identified potential lots of this product shipped to the customer within three months of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. Medical records have been received by the MFR. A supplemental report will be submitted upon final review of medical records by post market clinical physician.